Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient presented to the ER with dizziness. This lead was capped due to lead fracture which was confirmed via fluoroscopy. Should additional information become available this file will be updated.